Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00102.

Event description:
It was reported that during final locking of plugs, the driver tip broke off. The fractured tip was retrieved, and the surgery was completed with a second driver. The second driver became bent during surgery. There was no reported impact on the patient. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for two (2) of two (2) returned pol 5.5 ti plug driver (pn 2000-9061) for the failure of instruments tip being fractured/deformed. Visual inspection of the item lot zb6723609 reveals that the tip is fractured. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the instruments were being used or handled at the time of the damage. DHR review and related actions per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during final locking of plugs, the driver tip broke off. The fractured tip was retrieved, and the surgery was completed with a second driver. The second driver became bent during surgery. There was no reported impact on the patient. This is report two of two for this event.